Event description:
It was reported that the patient experienced hypoglycemia described as an urgent low, with the lowest glucose of 49 mg/dl, lasting several hours and reportedly associated by the patient with swapping insulin without performing a factory reset; the patient self-treated with oral glucose tablets and provided limited additional details. Symptoms included hypoglycemia with associated lethargy and shaking/tremors. Outcomes included a low-glucose event and an urgent low soon, with no health consequences reported beyond the need for medication to treat the event. Investigation included communication/interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.